Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has to be pressed several times before it responds. She noted that the buttons symbols are worn, and that the up arrow button still springs back when pressed. The patient confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in a sock clipped to her garment.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the keypad button symbols are worn, and that the up arrow keypad button is unresponsive. There was evidence of keypad adhesive found under all button key contacts.